Event description:
I used renu with moistureloc contact lens saline solution for 20 days. I was hospitalized and diagnosed with fusarium keratitis. I am presently taking anti-fungal therapy and may require corneal transplant surgery. My vision in my right eye has been impaired by more than 50%.